Event description:
It was reported that thirteen days post-operation the patient experienced hemarthrosis and developed a large effusion. 60ml of bloody synovial fluid was aspirated without complication.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. Additional associated products & mdrs: 42556806605 persona femoral posterior augment cemented size 9, 9+5mm, lot# 64853512, MDR: 0001822565-2024-00941; 42560613517 persona stem extension 6mm offset splined uncemented 17mm dia 135mm, lot# 64542502, MDR: 0001822565-2024-00942; 42542007902 persona tibia fixed cemented right size g stem, lot# 64679182, MDR: 0001822565-2024-00943; 42560613515 persona stem extension 6mm offset splined uncemented 15mm dia 135mm, lot# 64799579, MDR: 0001822565-2024-00944; 42545000510 persona tibial central cone size x-small, lot# 64788568, MDR: 0001822565-2024-00945; 42522600912 persona articular surface fixed bearing cps rt 12 mm, lot# 63282987, MDR: 0001822565-2024-00946; 00587806541 nexgen trabecular metal standard primary patella, lot# 64245301, MDR: 0001822565-2024-00947. Additional associated products: heraeus palacos cement x 2, lot# 94174818; heraeus palacos cement x 2, lot# 94164864.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Hemarthrosis is a condition of articular bleeding, that is into the joint cavity. This can occur after an injury or, more commonly, in bleeding disorders such as hemophilia. Patients will typically present with pain, swelling and a decreased range of motion of the involved joint. Joint effusion occurs when too much fluid builds up around a joint in your body. Treatment includes nonsteroidal anti-inflammatory drugs (nsaids), rest, ice, compression, and elevation. Healthcare provided may also recommend arthrocentesis, draining the synovial fluid from your joint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.